Event description:
On (B)(6) 2009, the pt reported her insulin infusion device did not display an e1 (cartridge empty) error when the cartridge volume reached zero. She stated this has happened twice, once on (B)(6) 2009 and one other time but she could not remember when. On (B)(6) 2009, she noticed the low cartridge alert then set a temporary basal rate (tbr) decrease. When her device alarmed a7 (tbr over), she noticed the cartridge was empty and she confirmed the cartridge volume on her display was at 0 units. The pt was instructed to check the alarm history. She did so and found 2 alerts listed: the a7 and an a1 (cartridge low). There was not a listing for e1. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.